Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a robotic ventral/ incisional hernia repair on (B)(6) 2013 and mesh was implanted. Approximately 5 months post operative the patient developed a recurrent hernia. During the reoperation it was noted that the mesh had a hole in the center of it. Also, adhesions had been lysed. A different mesh was to repair the defect.